Manufacturer narrative:
Model number not provided.

Event description:
The customer received a blood glucose reading of 600 mg/dl on the contour next link meter, re-tested on a different meter and the reading was 109 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.

Manufacturer narrative:
The strips were returned and tested by qa. The control read both low and high out of spec, with an average of 397mg/dl high out of spec. Blood read 396mg/dl, and over 600 twice, making the readings an average of approximately 400mg/dl high out of spec. The retention lot gave satisfactory results. Two of the 44 strips returned in the bottle had been used.